Manufacturer narrative:
The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the flexible shaft broke during intramedullary (im) nailing procedure performed on (B)(6) 2017.

Manufacturer narrative:
A manufacturing investigation was performed. The received synream flexshaft (352.040 / 9888477) was forwarded to the responsible manufacturing site for investigation. As received condition of device: the laser marking was readable. The whole instrument has a lot of marks and wears on the surface of the instrument. The instrument was broken in three pieces: the shaft was broken at the end in two parts, and from the coupling component one of the four legs is broken off and still missing. As relevant for the complaint condition ¿shaft broke while reaming.¿ the outer diameter and the inner diameter, as well as the hardness were identified and measured close to the breakage spot. All features measured are according to the drawings and have passed the specification through the gauges. As this instrument is broken, the hardness was also measured as close as possible to the broken region on components; the results show that it has passed the manufacturing specifications. The hardness was also tested during manufacturing process, as well as through a protocol from a supplier. This complaint is confirmed since the instrument is broken as claimed by the customer. However, according to the investigation results and from the manufacturing point of view this complaint is rated as not valid because the relevant dimensions were measured and have passed the specifications and no manufacturing issue could be found in the results neither in the manufacturing documentation reviewed. Unfortunately, we are not able to determine the exact reason for this occurrence, but we have to assume that during the operation an application error may have taken place. To prevent such problems, it is necessary to replace worn or damaged instruments and/or to operate according to the technique guide. No product fault could be detected. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). Device history records review was conducted. The report indicates that the: part 352.040 / lot 9888477 manufacturing location: (B)(4) manufacturing date: 06.apr.2016 no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Regarding to the raw material used to manufacture this finis good product (352.040) the material certificates states that fulfills its quality specifications. Specifically, for the component where the product has broken shaft "welle"((B)(4)) was manufactured by the supplier (B)(4) and its material certifcate states according to as specififed in the synthes purchase order. The material certifcate for the other components is also attached (see material certificate #(B)(4)). A hardness test was performed for the components (B)(4) during manufacturing process and has fullfilled its specifications. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the shaft broke while reaming. This issue happaned intraoperatively. No information about patient outcome. Procedure successfully completed. No fragments were generated from broken device. No other medical intervention was required. No other information available. This complaint involves 1 part. This report is 1 of 1 for (B)(4).